Event description:
Information was received indicating that this ambulatory infusion pump displayed a message that said something related to clamping, however the patient confirmed there was no obstruction. The patient had to turn the pump off and back on for the pump to function properly. The patient switched to their backup pump. No adverse patient effects were reported.